Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the packaging was damaged. (B)(4) the device was returned and analyzed. Analysis revealed that the packaging was damaged.

Event description:
It was reported that during transport, the packaging on the device was damaged and the device casing was crushed. There was no patient involvement in this event. It was further reported that there were two devices delivered in a re-sealed cardboard box. When the box was opened, the casing of one of the devices was crushed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the packaging was damaged.

Event description:
It was reported that during transport, the packaging on the device was damaged and the device casing was crushed. There was no patient involvement in this event.